Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-oct-25 arjo was notified about a complaint involving enterprise 9000x bed. Following the information reported the radius arm detached from bed's frame. Fortunately there was no patient lying on the bed at the time the malfunction took place. The device did not collapse, only the bed was tilting to one side making noise. There was no injury nor other medical consequences reported. Upon bed evaluation conducted by arjo technician it was confirmed that although the malfunction occurred the c-clip securing radius arm was still firmly located in place. There were no signs of misuse visible, no external damage to the bed. The pre use qc was performed at customer site before the bed was released to use on the ward. There was no deficiency found that would affect radius arm stability. Moreover any excessive damage to the beds' packaging was noticed therefore transport damage is ruled out to be the cause of radius arm detachment in this particular case. The enterprise 9000x bed (serial number: (B)(6)) manufactured on sep 17th, 2018 was checked before being distributed to the customer and verified to meet the required manufacturer's specification. The device history record has been reviewed and no anomaly was found. It is also worth noting that the enterprise 9000x bed has been designed, produced and certified to meet the requirements of standard iec 60601-2-52. This confirms that the beds are stable devices while used accordingly to product instruction for use. Summarizing, upon the device inspection conducted by arjo technician we were not able to identify the exact cause of the malfunction occurrence. However a comprehensive analysis of post market surveillance data confirms that radius arm may detach only when excessive force is being applied on a bed e.g. Radius arms movement restricted by an obstacle, transport damage. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment that pose a risk of bed collapse. The radius arm detached from bed's frame and from that perspective, the enterprise 9000x bed did not meet its manufacturer's specification.

Event description:
On (B)(6) 2018 arjo was notified about a complaint involving enterprise 9000x bed. Following the information reported the radius arm detached from bed's frame. Fortunately there was no patient lying on the bed at the time the malfunction took place. The device did not collapse, only the bed was tilting to one side making noise. Although the malfunction occurred the c-clip securing radius arm was still firmly located in place. There was no injury nor other medical consequences reported.